Event description:
The customer called to report an alarm, blank display and constant tone. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and constant tone due to a faulty component on the interface board. Unable to test for the alarms due to the blank display and constant tone.